Event description:
It was reported that the customer accidentally installed the implant despite it being expired.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the customer accidentally installed the implant despite it being expired.

Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired implant, implanted. Probable root cause: application, failure to verify expiration status of product prior to surgery. The reported failure mode will be monitored for future reoccurrence.